Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, the customer provided a photograph of the sample. A photographic inspection did not identify any malfunctions or abnormalities with the set. The reported condition could no be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to spike the IV bag due to a "defected drip chamber." There was no patient involvement and no injury reported associated to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.